Event description:
Reporter alleged relative passed out due to incorrect readings on the blood glucose monitoring device and was treated with glucose by paramedics. Reporter stated relative tested on device tuesday morning, time not provided, and result was 64 mg/dl whereby then passed out wednesday morning between 2 & 4 am. Reporter stated paramedics were called at 4 am and relative's device was 71 mg/dl while their device was 55 mg/dl. Reporter indicated the night prior relative had taken 60 units of an insulin pin which was later found not recommended by the doctor and was expired. Reporter indicated no controls were used. Reporter stated relative was treated with glucose and stated to be fine. A request was made for the return of the suspect device and replacement product was sent.